Event description:
Patient was implanted with the device and posterior fixation. Patient complained of pain, and x=rays taken approximatley one month post op showed the the device had migrated. Device was removed approximatley 1 1/2 months post op. Patient is fine.